Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate but was unable to observe the soiled screen. The stm tested the iabp unit and noted that there were not issues and nothing critical was identified in the log files. The stm opened the touchscreen case to determine whether there has been any fluid ingress, however, no fluid ingress was identified. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the touchscreen for the cardiosave intra-aortic balloon pump (iabp) was non-functional after the clinicians had accidentally poured fluid(s) on the touchscreen. It was noted that the iabp unit never stopped pumping and did not shut off. It was later reported that upon receipt of the iabp unit from the floor, the customer's biomed had cleaned the touchscreen and described the fluid as clear, thick and sticky and noted that once the touchscreen was cleaned, it had responded without issue. There was no patient harm and no adverse event reported.